Manufacturer narrative:
(B)(4). The insulin pump was received with no response from the activate, up, escape and down buttons due to the corroded keypad traces. Analysis noted no button error alarm and no audio/vibrate anomaly during testing. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call that the vibration option on their insulin pump was non-functional. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the vibration anomaly. The customer confirmed that vibrate mode on the pump was on, but that they switched the alerts to beep due to the non-functional vibration. The customer had also recently installed a new battery; however, the battery was not low when the vibration failed to work. A self test was performed and the pump failed to vibrate. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump was returned for analysis.